Event description:
It was reported that presented with recurrent low flow alarms. The log file displayed multiple strings of low flows intermittent from (B)(6) 2021 to (B)(6) 2021. An echocardiogram suggested left ventricular distension, but the patient had no signs or symptoms for pump thrombosis. The patient had been very hypertensive. The log file displayed one transient low voltage alarm/backup battery fault on (B)(6) 2021 while tethered on the power module, which appeared to have resolved. There were several low voltages on relative state of charge (rsoc) while the patient is tethered on power module / patient cable. It was recommended to change the patient cable. The controller has been changed and that solved the case.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the low flow alarms resolved after the hospital exchanged the patient's system controller. The cause of the low flow alarms was not identified.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage/no external power and backup battery fault alarms was confirmed with the submitted log file. The log file captured unexpected low voltage/no external power and backup battery fault alarm events on november 10 at 9:13 am. The unexpected alarms were captured when both power cables were connected to the power module via a 14v power module patient cable. According to the voltage values, both power cables appear to have the expected values (~14.4v) and connected. It was noted the backup battery fault alarm was not associated with any fault codes. To date, the system controller serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if the product is returned at a later date. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller serial # (B)(6) was shipped to the customer on 23jan2017. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿, backup battery fault and red heart hazard alarms. Backup battery fault alarm. ¿call your hospital contact as soon as possible for diagnosis and instructions¿. Clinicians should: 1. Contact thoratec to determine best next steps. 2. Use the system monitor to silence the alarm while awaiting resolution, if needed. Note: the alarm must be active in order to access the alarm silence for this situation. Low flow hazard alarm instruct the user to ¿call your hospital contact immediately for diagnosis and instructions.¿. No external power alarm . 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm . 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm . 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm . (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate ii lvas IFU, heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage/no external power and backup battery fault alarms was confirmed with via the submitted log file analysis. The log file captured unexpected low voltage/no external power and backup battery fault alarm events on november 10 at 9:13 am. The unexpected alarms were captured when both power cables were connected to the power module via a 14v power module patient cable. According to the voltage values, both power cables appeared to have the expected values (~14.4v) and connected. It was noted the backup battery fault alarm was not associated with any fault codes. The system controller was received, and an evaluation was performed. It was noted the device was not returned with the 11v backup battery and a test 11v backup battery was used for functional testing. The system controller was tested with laboratory equipment and no functional issue was identified that could be correlated to the unexpected alarms captured in the log file. Electrical measurements of the power cables did not reveal any damages that could potentially be related to the unexpected alarm events. A root cause of the unexpected alarm events captured in the log file could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 23jan2017. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿, backup battery fault and red heart hazard alarms. Backup battery fault alarm ¿call your hospital contact as soon as possible for diagnosis and instructions¿. Clinicians should: 1. Contact thoratec to determine best next steps. 2. Use the system monitor to silence the alarm while awaiting resolution, if needed. Note: the alarm must be active in order to access the alarm silence for this situation. Low flow hazard alarm instruct the user to ¿call your hospital contact immediately for diagnosis and instructions.¿. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate ii lvas IFU heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.